Event description:
On (B)(6) 2011 it was reported that the patient experienced diaphragmatic stimulation and the lead exhibited elevated thresholds. On (B)(6) 2011 the lead was programmed off. The lead was repositioned on (B)(6) 2011 due to dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.